Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support advised the caller that they would receive a replacement pump with updated software, along with instructions on utilizing storage mode properly. The caller acknowledged these instructions but did not currently have a backup therapy and planned to consult with their healthcare provider.